Event description:
PICC line broke at hub site. Infant patient noted to have portion of PICC line in hand and remainder of line was still in patient's right arm. The line was broken at the site of the hub. The portion remaining in the arm was removed without difficulty with tip intact.